Event description:
Reportedly, few hours after a pacemaker implant, ventricular capture failure was observed in unipolar mode. No lead displacement was identified. The physician referred that good pacing threshold values were obtained during and just after the intervention. A new pacing system was implanted.

Manufacturer narrative:
(B)(6) 2012. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.